Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately seven years and six months post filter deployment, it was alleged that the filter migrated and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed.post inferior vena cava filter placement, the retrieval hook was noted to be beneath the left renal vein with adequate tilt for possible retrieval. Approximately, seven years six months of post deployment, a computed tomography abdomen/pelvis was done. Caval perforation was seen. 4 o'clock strut 0.43 cm and 7 o'clock strut 0.41 cm. Multiple grade 1 perforations of other legs. There was possible migration. Apex of filter was low, approximately 5.74 cm below the right renal vein confluence. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter migration. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g3 h11: h6(result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately seven years and six months post filter deployment, it was alleged that the filter migrated and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.